Event description:
The user facility reported that the patient underwent a transcatheter aortic valve implantation (tavi) procedure without any complications. During the tavi procedure the patient had two arterial access sites. The second arterial access site was a 6 fr sheath, used for the insertion of a pigtail catheter for an angiogram. After the procedure the doctor wanted to close this puncture site with the use of an angio-seal. He replaced the 6 fr sheath for the delivery sheath of an angio-seal. No problems occurred and the angio-seal was successfully inserted. During the withdrawal of the angio-seal a complete pull out occurred. The doctor felt no resistance at all. Direct manual compression was applied, and the patient got a pressure bandage with bedrest afterwards. No major blood loss occurred during the switch from angio-seal to manual compression. There was no harm to the patient.

Manufacturer narrative:
Implanted date - device was not implanted. Explanted date - device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the sample receipt date in section d9, to update section h3 and to provide the completed investigation results. One 6fr angio-seal device was returned for product evaluation. The returned device included a hemostasis sheath, carrier tube, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and in the fully rear-locked position. The anchor had not deployed and was visible within the opening at the distal tip. No signs of damage or deformation to the device were identified. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then re-engaged and set to the fully rear-locked position. The anchor was deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. All the contents were able to deploy as intended. The complaint was able to be confirmed as a non-deployment pullout. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).